Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary surgical site to support the male patient of undocumented age who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The 5.5 was care escalation from the prior impella cp. Underlying medical history was not shared by the team in japan. The pump was supporting when on day 3 of the support there was a cerebral hemorrhage diagnosis made after pupils were dilated and CT imaging performed. The decision was made to begin comfort care and pump weaning. Per the team the anticoagulation was appropriate, sodium bicarbonate in the pump purge, and no allegation made that the pump was the cause of the neurological event. While on support the device functioned as expected, p-5 with 3.0l/min flow with d5w with bicarb in the purge solution. When the team made decision to explant the pump at the demise of the patient, the team was not successful in the pump removal. The team was not the experienced cardiothoracic surgical team, but rather the internist in the medical center. The death is conservatively being reported on the 5.5 due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
The device was discarded. This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.